Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The longevity appeared to have decreased by 1.5 years in 6 months' time. A request was made to have data from this device analyzed and initial data review suggested the battery was depleting faster than expected. At this time, the device remains in service. No adverse patient effects were reported.